Event description:
The customer reported a low battery alarm on the insulin pump. The customer reported replacing the battery and resetting the device. The customer also reported an off/no power alert on the insulin pump without a low battery alarm. The customer's blood glucose value was 147 mg/dl. The customer was advised to monitor the device and not to leave alarms unattended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)